Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was exhibiting inappropriate magnet response and unspecified oversensing that was causing inappropriate mode switches. No changes or intervention was reported. The patient was in stable condition.